Event description:
The account alleged that the nurse call is not functioning. No reported injuries.

Manufacturer narrative:
The account stated that the nurse call button was not event lit up. The technician asked the account to go into the service mode and enable the nurse call. This resolved the issue.